Event description:
It was reported that the patient experienced issues with an inflatable penile prosthesis (ipp) pump as neither patient or physician could get it to function properly. The device has not been explanted, however a revision surgery was planned. No more information available at the moment. Should additional information become available, it will be provided.